Event description:
User experiencing receiving erroneous gentamicin results sporadically for multiple pediatric pt samples using the online gentamicin application starting a couple of weeks ago. Exact date of occurrence was not provided. User said gentamicin results for multiple pt samples were reported around the 1.4 to 1.5 ug/ml range and when repeated on another module (3p) the recovery was around the 0.4 to 0.6 range. Only the following pt example was provided which was discrepant. Date of initial and repeat testing was unk. Initial result gave 1.5 ug per ml and was reported. The physician requested the sample be repeated. The sample was repeated on another module (3p) at customer site which gave 0.4 ug per ml and confirmed to be the corrected result. Erroneous results were reported. User said he did not know if pts were treated stating "the results were immediately questioned by physicians which prompted the repeating of the samples on another module system" and "the results were corrected shortly after notification".

Manufacturer narrative:
The field service representative determined the problem started since the customer switched to the new "online" gentamicin application. Customer switched back to the previous "cedia" gentamicin application and will continue to run this application for the next 6 months. To verify analyzer performance calibration and controls were run and were within specification.